Event description:
The dialysis machine was not tested between patients; therefore, all the fluid was not removed from patient. The patient left 2.6 kg above dry weight. The patient was contacted at their home and instructed in fluid restrictions. The patient did not have any futher complaints.